Event description:
Related manufacturer reference number: 2017865-2023-19533. It was reported that the patient presented in clinic for generator changeout procedure. During the procedure, it was found that upon right ventricular (rv) lead upgrade to high voltage lead, the lead was stuck to the patient's atrial lead. The rv lead was explanted and replaced and the atrial lead was explanted but not replaced. The patient was stable.